Event description:
It was reported to medtronic minimed that the customer passed away last year, the date was unknown. The customer's husband reported that the pump did not give insulin when the customer was having high blood glucose. The cause of death was hyperglycemia. The last known product(s) for the customer are as follows: unk_ngp, unk_reservoir, unomedical. Troubleshooting was not performed. It was unknown whether the customer was wearing the pump at the time of passing or not. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Unk_ngp, unk_reservoir, unomedical are not expected to return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.